Event description:
The customer reported that the nurse call is intermittent. The customer tested the nurse call outlet with a new cable and the results remain the same. There was no visible damage around the nurse call insert reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found the there was no external physical damage observed with the unit. When tested the nurse call fixture light fails to light up when weight is taken off the sensor pad. The mute and voice only modes could not be selected by the up/down button with the nurse call fixture connected to the alarm. All other functions meet specification. Note: posey instructions for use has a warning statement: always test alarm and nurse call function prior to leaving the patient unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. Do not use alarm or sensor it, it does not function properly when tested. Remove alarm from service and notify the appropriate facility authority. (B)(4).